Manufacturer narrative:
Unit received with failed batt test due to corroded battery tube. Unable to perform operating currents, self-test, unexpected restart error test and displacement test or verify low batt alarm due to failed batt test alarm. (B)(4).

Event description:
The customer reported via phone call that the insulin pump received failed battery alarm. The customer's blood glucose level was unknown. Caller stated that when they changed the battery and the insulin pump gave the message failed battery and they tried another one and got the same with three of them. Contacts were not missing or damaged. Customer was advised to ensure that battery was securely fastened and not just pushed inward and battery slot was aligned horizontally with the insulin pump. Customer received failed battery test again. The insulin pump will be returned for analysis.